Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a scratched screen that was hard to read. The insulin pump had a rewind anomaly. Customer's blood glucose level was 21.0 mmol/l. The time and date were wrong. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit motor function properly and no rewind anomaly noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir. Programmed unit with multiple boluses and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at the test reservoir. No bolus or delivery anomalies noted during testing. Unit was programmed correct time/date and monitored several days and no anomaly noted. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.